Event description:
Customer reported the system would not fluoro inside a procedure, left monitor is black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended.